Event description:
It was reported that this right atrial (ra) lead exhibited oversensing which resulted in pacing inhibition. However, the pacing inhibition was less than two seconds. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicates this right atrial (ra) lead was fractured which resulted in noise that caused the patient to have pacing inhibition and syncope. Additionally, it was noted that pacing impedances were high when programmed in both unipolar and bipolar configuration. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing which resulted in pacing inhibition. However, the pacing inhibition was less than two seconds. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicates this right ventricular (rv) lead was fractured which resulted in noise that caused the patient to have pacing inhibition and syncope. Additionally, it was noted that pacing impedances were high when programmed in both unipolar and bipolar configuration. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed due to correction in fields b5 and d4.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing which resulted in pacing inhibition. However, the pacing inhibition was less than two seconds. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.